Manufacturer narrative:
Sensor migration confirmed via chest x-ray. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that the cardiomems sensor migrated. Xray images were obtained and confirmed that the sensor has migrated from the implant location and is now located in the inferior vena cava. There were no adverse consequences to the patient. The site has decided to continue to monitor the readings as a representation of the central venous pressure.